Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure, the large hem-o-lok clip applier instrument had an issue with clipping while clamping on a vessel or tissue bundle. No other information was provided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information. The instrument was inspected prior to use with no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Issue was related to unsuccessful clip application. At the time of the event, the clip became dislodged from the instrument and fell inside the patient. The clip was retrieved in the same procedure. The type of clip used was a teleflex surgical hem-o-lok large (544240). The vessel or tissue bundle was not greater than the specified diameter suggested. The event occurred on the second clip application attempt. The customer used a new instrument to resolve the issue. There are no photo or videos for review. The patient demographic information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.